Event description:
It was reported that during a prostate procedure, the fiber cap detached. The procedure was completed with an alternate procedure (turp). There was no injury to patient reported.

Manufacturer narrative:
The original complaint of cap detachment could not be confirmed. Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char; the metal cap adhesion location exhibits burnt glue; the outer flow tubing open end appears damaged. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "fiber cap detached " could not be confirmed; a fiber/glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.